Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2015-03584 and 2015691-2015-03583 .

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, there was difficulty inflating the valve for deployment. Per report, a 23 mm sapien 3 valve and commander delivery system were prepped in normal fashion, no issues were noted. The patient had mild aortic stenosis, therefore a bav was not performed. The delivery system was handed off to the physician with 17cc in the atrion device and it was locked. The alignment of the valve was with no issue, the patient had a very horizontal aorta. The sapien 3 valve crossed the aorta with not problems. The valve was as coaxial as it could be due to the severe nature of the horizontal aorta. The delivery system guide was pulled back to the second marker and the valve was ready to be deployed. Pacing was started and as the balloon was starting to go up, only about 10% of the top part of the balloon was inflated and the rest of the contrast mix was coming out of the handle of the device. The physician asked for a 60cc syringe with contrast and took the atrion off to see if he could continue inflating the valve. Estimating another 10cc entered the balloon with the rest of the contrast coming out the back of the device handle close to where the alignment wheel is. The valve was not fully deployed and the physicians had pull the valve partially inflated on the balloon back to the descending aorta and get the valve off the delivery system balloon. As the delivery system with the partially inflated valve was still on the balloon the physician introduced a 7mmx40x135cm balloon from the opposite side of the patient and pushed the partially inflated valve off the delivery system. The delivery system was then removed and a 25x4 zmed balloon was placed inside the sapien 3 valve and inflated and was left in the descending aorta. A new sapien 3 valve was prepared and deployed. The delivery system will be returned for evaluation. There was a lot of fluid coming out around the handle at the very back end where the alignment wheel is. This is one of three reports being submitted for this case.

Manufacturer narrative:
During the preliminary engineering evaluation, the balloon appeared to be mostly inflated. Leakage was confirmed underneath the strain relief at the y-connector. There was a complete break on the flex shaft. Evaluation of this device is ongoing.

Manufacturer narrative:
The 23mm commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection a leak was confirmed under the balloon shaft strain relief at the y-connector. A complete break was confirmed on the balloon shaft distal to the y-connector. No other abnormalities were observed. During functional testing, a leak was confirmed during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. During dimensional analysis, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specifications. A device history record (DHR) review for the delivery system showed the device met specifications prior to distribution. There were no non-conformances that could have contributed to the complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During manufacturing, the commander delivery system underwent the following inspections: · the balloon shaft to y-connector bond was inspected after the bond is performed. The inspection criteria states to reject for ¿gaps and leak channels.¿ · the device was 200% inspected for mechanical damage. · the balloon catheter was also 100% leak tested after assembly was completed. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes a tensile test of the y-connector/balloon shaft joint. The tensile test for this device was measured and calculated to have a lower tolerance limit of 123 n (after ln transform from 4.812. The lot was accepted because the calculated tolerance limit is statistically above the lower specification limit of 38 n. In this case, the complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, a manufacturing non-conformance cannot be ruled out therefore corrective actions have been initiated for further investigation.